Manufacturer narrative:
Thermal damage - (B)(4). Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. The reported issue with the instrument could not be replicated nor confirmed. The instrument was visual inspected internal and external, no issues was identified. The instrument passed the grip test. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The probable cause of the thermal damage is primarily attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the bipolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. The complaint was not confirmed by failure analysis. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not move. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no thermal damage was observed. No arcing was observed during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure. No photographic images of the device or video recording of the procedure are available for isi review. Further information on patient demographics is not available.